Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer had been using a cartridge with expiration date of 4/2016. A new cartridge was loaded resolving the issue. Blood glucose level was 300 mg/dl.